Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said they had gone to the hospital recently due to the "pain in my knees and legs the last couple of weeks" and says they "have been in the ER for it because it's getting intense and too much pain". The patient says scs therapy is for the pain in their legs but this pain has been getting worse for the last couple of weeks. The patient was redirected to their healthcare provider to further address the issue.